Manufacturer narrative:
(B)(4). Returned xts photoactivation module was received by (B)(4) on (B)(4) 2013. A visual inspection confirmed that the tubing had pulled away from the wall of the bond socket forming a gap in the bond to the photoactivation plate. Any potential contributing factors are being handled by the corrective action process. There was no reported harm to the patient. The device did not cause or contributed to a death or serious injury; but malfunctioned in a way similar to a (B)(4) event listed on the (B)(4).

Event description:
Issue started on: (B)(6) 2013. Treatment was not stopped. Customer called in to report noticing a blood leak in the photoactivation chamber when unloading the kit after a patient treatment procedure was completed. Customer states that she believes the leak came from the photoplate or photoplate tubing. Customer stated that she received no alarms during the treatment procedure. Associated procedural dit: kit type: xt125, kit lot number: a757. The product was returned for an investigation. The blood leak was noticed by the operator after the treatment was complete when the kit was removed.